Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via an 8f sheath hole prior to a in interventional non-abbott device procedure. Reportedly, the device was stuck in the artery. A surgical cutdown was performed to remove the device. Hemostasis was achieved with manual suturing during the surgery. A clinically significant delay due to the surgery was reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, a user facility medwatch report was received stating: patient received moderate sedation for cardiac catheterization (cath) / impella procedure. On starting the procedure, a perclose got stuck in the femoral artery. The perclose will be sent back to company for examination with lot number. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Entrapment is case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely, in this case, an bilateral needle to cuff miss occurred, followed by the foot likely catching tissue or the cuff of the anterior needle causing the foot to surf out of the guide during foot closure. The foot is outside the guide led to the entrapment. Once the foot is outside the guide it cannot be closed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4 - initial report sent to FDA updated from no to yes.